Event description:
It was reported that during on lavh procedure, the device's tissue pad fell off at the end of the case and had to be retrieved through the trocar. The case was completed at this time and did not require another instrument. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 4/17/2009. Information anticipated, but unavailable at this time.